Manufacturer narrative:
The insulin pump was received with a button error alarm and an intermittent esc button response due to a corroded keypad. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer reported that they were outside all day and it was very hot. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.